Manufacturer narrative:
Investigation summary: bd received one sample for investigation (material #368498, lot #0273113). The sample was evaluated by functional testing and the indicated failure mode for leakage and cap pop off with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of leakage and cap pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer¿ sst" ii advance plus blood collection tubes experienced stopper creep out or loose closure . The following information was provided by the initial reporter. The customer stated: "after the nurse finished drawing blood, she found that the yellow cap would fall off together." Additional information received 03/25/2021: "it has been confirmed with local sales that after the blood draw is completed, the hemogardcap was separated with plastic part and rubber part, while waiting for inspection, which occasionally causes blood oozing. Blood leakage did not reach people."